Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.